Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a clinical patient experienced underwent ab-externo placement of a xen®45 gts in the left eye. Patient returned for a po visit about a month and a half after placement. On this visit, it was noted at the slit lamp exam that the xen was exposed at tip and was seidel positive. Under sterile conditions a needling was done replacing xen sub conj, conjunctiva draped over xen without complications. Patient was instructed to restart polytrim anti-biotic drops continue durezol. The patient returned after two weeks and a re-erosion of the stent with another seidel positive test was noted. The xen was removed and replaced a week later. In addition to these events, the patients visual acuity was recorded during follow up intervals: prior to procedure, vision in the left eye was 20/40 with postop day 1 vision was 20/200, postop week 1 vision was 20/70, postop month 1 vision was 20/70-2, and a week later vision was 20/60-1. All events resolved.